Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple call service alarms on the reported event date. The time and date were accurately set at the start of investigation. The pump was able to successfully complete a priming sequence. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted the same call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.